Manufacturer narrative:
The device referenced in this report was sent to an independent microbiology laboratory for microbiological testing. Test results from this testing is pending. As part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched to visit the user facility to assess the reprocessing practices being employed at the facility. The ess reported that the user facility's staff was using enzol detergent and reusable cleaning brushes during manual cleaning. After cleaning, the staff soaked the insertion tube only in an endo caddy with cidex. Following this cidex soap step, the scope is rinsed, and placed in another endo caddy containing water (which means that the scope was never dried out.) A physical evaluation of the cystoscope will follow once the cystoscope is received from the laboratory. A supplemental report will be submitted, if additional and significant information becomes available later. The cause of the user's report cannot be conclusively determined, but inadequate reprocessing cannot be ruled out as a causative factor. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that there are two patients that returned to the user facility complaining of chills and fever after having undergone a cystoscopy. Both patients were provided antibiotics. There was no further information provided.